Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13l02031 and h14a07064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and septic shock due to urosepsis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the events. The patient was treated with unknown antibiotics (dose, frequency and route not reported) for the septic shock due to urosepsis and peritonitis. Eleven days later, the patient¿s apd catheter was removed and apd therapy was discontinued. Three days later, the patient was discharged from the hospital. The day after discharge, the patient was switched to hemodialysis. A new apd catheter was placed twelve days later, and dianeal therapies were restarted twelve days after that. At the time of this report, the patient was recovering from the events. No additional information is available at this time. This is report 2 of 3 for this event.